Event description:
It was reported that the pump displayed the alarm ¿no disposable, clamp tubing.¿ the patient was advised to stop and restart the pump, but the alarm continued. The patient was then instructed to clamp the tubing, unlock the cassette, and inspect the line for air, which was present. After massaging the tubing and tapping the cassette, the patient was told to reattach the cassette, unclamp the tubing, and restart the pump; however, the alarm persisted. The patient was ultimately instructed to turn the pump off, clamp the tubing, and contact the clinic. At the time, the pump rate was 2.2 ml/hour, the reservoir contained 12.7 ml, and a total of 89.35 ml had already been infused. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.